Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a motor encoder signal out of phase. The functional testing could not be completed due to the alarm. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer received a motor position encoder error alarm on the insulin pump, which had been exposed to a magnetic resonance imaging machine. The alarm was cleared. Customer also received a motor error alarm, but was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Nothing further reported.